Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, h6, and h10. Also adding a correction, more information that was provided by customer. There were no other devices involved in the event. The device was swapped out and the intended procedure was able to be completed without any delays. The device used to completed the procedure is not known. As reported issue was intermittent image with horizontal lines upon inspection and testing, the device passed all functional tests. All video output signals and images tested okay. The device has up to date main switch and software version. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The instructions for use (IFU) have the following statements: never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may result in equipment damage, an electric shock, and/or burns.

Manufacturer narrative:
Due diligence was executed for this complaint. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufactured date is not known. The user¿s complaint was not confirmed. Upon inspection and testing, the device passed all functional tests. All video output signals and images tested okay. The device has up to date main switch and software version.

Event description:
As reported for this event, during preparation for a diagnostic cystoscopy, while testing the device, the device would have an intermittent image with horizontal lines. There were no alarms or error alerts received. There was no patient involvement. The electrical contact on the endoscope connector were wiped using the clean lint-free cloths moistened with 70 percent isopropyl alcohol and completely dried before connecting to the light source. There were no foreign objects such as detergent remnants, hard water residue, finger grease, dust and lint on the electrical contacts. The device was inspected prior to testing. The device was installed and set up correctly. The instructions for use were followed.